Event description:
It was reported that the patient underwent explant of the intraocular lens after approximately five (5) months due to myopia. No patient injury was reported.

Manufacturer narrative:
Intraocular lens. The explanted lens was returned to our quality assurance laboratory for a visual inspection. The inspection revealed that the lens was cut in half and had evidence of fibers and debris, which is consistent condition of a lens that has been explanted. No further evaluation could be performed. The lens was received with the unit carton and lens case. Prior to release to market, the intraocular lens met all abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.